Event description:
The customer's mother call via phone that the patient was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The customer was experiencing the symptoms of bags under eyes, urinating a lot and drinking a lot. Customer was treated with needle. The customer was admitted to the hospital and released after 3 days. The troubleshooting was performed, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.